Manufacturer narrative:
Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigational findings identified a noisy image and based on the results of the investigation, and although the definitive root cause could not be identified, the issue (image noise) most likely occurred due to deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error b30. The event occurred during setup/inspection for use. There was no patient involvement.